Manufacturer narrative:
The report of air bubbles after the line was primed and the device not alarming for air in line was partially confirmed. The report that the device did not alarm for air in line when air was present was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. A review of the device error logs found no errors during the time of the reported event. Functional testing performed found the pump module to be able to detect air boluses within specification. The report of air bubbles present after the line was primed was partially confirmed. Although video provided by the customer does show multiple small air boluses forming in the tubing while fluid is flowing through the set (striping), its is unknown if this was actual set in use during the event. The video also shows the air boluses forming within the set¿s tubing without being installed into the pump module, which suggests that the tubing should have been the source device and not the pump module. The disposable set was not returned for investigation. The device and disposable set were being used for treatment. The root cause of the reported air bubbles after the line was primed and the device not alarming for air in line was not identified. Device history review: review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 16 august 2012. A review of the device service history record was performed beginning from the date of manufacture to the present date 13 august 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported from the med/surg department that the line had air bubbles even after the line was primed during an infusion. The nurse observed air in line while performing a check before adding a piggyback infusion. It was noted the ail alarm did not sound at any point. There was no harm to the patient.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported from the med/surg department that the line had air bubbles even after the line was primed during an infusion. The nurse observed air in line while performing a check before adding a piggyback infusion. It was noted the ail alarm did not sound at any point. There was no harm to the patient.